Event description:
It was reported via repair work order that the release cable was broken which could effect the manual release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the release cable was broken which could effect the manual release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the release cable was broken which could effect the manual release. Upon completion of the investigation it was found that the retractable handle pull cable was broken. There was no issue with the manual release cable. The technician reported that this damaged component did not cause any functional issues. The cot also still has additional handles that can be utilized if the retractable handle is unavailable.